Event description:
It was reported that this pacemaker system recorded high out of range pace impedance measurements resulting in an automatic switch to unipolar sensing. The lead was then reprogrammed back to bipolar sensing. This device system remains in service. No adverse patient effects were reported.